Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient has been experiencing erratic blood glucose (bg). The reporter stated that "a few weeks ago" the patient experienced a bg of 36 mg/dl. There were no reported signs or symptoms of hyperglycemia and the reporter did not provide details of how the low bg was treated. The reporter stated that on (B)(6) 2012, the patient experienced bg over 600 mg/dl with nausea and abdominal pain. The patient was reportedly taken to the ER and was removed from the pump and given fluids and insulin injections. The reporter confirmed that the patient was not experiencing diabetic ketoacidosis. The patient was reportedly discharged from the hospital on (B)(6) 2012, with bg of 212 mg/dl and no signs or symptoms of hyperglycemia. The patient reportedly remains on injections for insulin delivery. Customer support reviewed the pump with the reporter and found all settings were correct and the pump was delivering as programmed. A review of the bolus history indicated that one bolus was canceled, but the reporter could not confirm if the bolus was canceled intentionally or not. A review of the prime history indicated a site/set change at least every two days from (B)(6) 2012. The reporter stated that a new vial of insulin was also used, with no improvement the patient's elevated bgs. The cartridge and infusion set were unavailable for review, as they were reportedly discarded at the hospital. The reporter noted that the patient's insulin to carbohydrate ratio and insulin sensitivity factor were changed by the patient's hcp a week prior to the reported hospitalization in response to elevated bgs. The reporter denied any dietary, activity, or weight changes for the patient. There were no pump delivery defects found on troubleshooting, however this complaint is being reported due to the patient's alleged erratic bgs and hospitalization.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history appeared inconsistent due to an unrelated time and date reset issue. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the contrast button was found to be intermittently responding to button presses. Also unrelated to the complaint, the display screen was found to be dim. Also unrelated, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.